Event description:
It was reported that during a lobectomy procedure, the blade was broken off during use. Also error code 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/08/2008. Information anticipated, but unavailable at this time.